Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused diltiazem during patient infusion. The pump indicated an hour left to complete the infusion, however the nurse saw that the bag was completely empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: additional information h11: this device has no previous service events; therefore, a service history review is not required, and a review of the device history record was performed. The device history record (DHR) review did not identify any issues during the manufacturing of the device that may be related to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.